Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 202 mg/dl, 186 mgdl, and 88 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.